Manufacturer narrative:
No device associated with this report was returned for examination. A complaint database search on the product family found similar reports that when confirmed where attributed to product wear out. The investigation could not identify or verify a root cause without the device to examine. Based on the inability to determine a root cause the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Hospital reported a chip on the stab knee trial.